Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 174061: 46 items manufactured and released on 04 august 2017. Expiration date: 2022-07-24. No anomalies found related to the problem. To date, 39 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018. Femoral fracture occurred in an infected hip few days after revision surgery due to previous infection. The fracture may be the consequence of femoral bone preparation on an unhealthy femoral bone. There is no reason to suspect a faulty device.

Event description:
The patient initially had a competitor stem and cup implanted which was revised for infection. The surgeon implanted a quarda c stem and versacem/dm construct in as a 1st stage revision (B)(6) 2018. The infection remained active and the patient had a post operative femoral fracture. The patient was booked for another surgery to remove components and repair fracture. Fracture was not repaired due to patient bleeding uncontrollably. Patient transferred to another hospital.

Manufacturer narrative:
On 03 dec 2018 it was communicated that the last revision surgery has been performed. A quadra c implant with versacem cup and dual mobility liner was used. On 19 dec 2018 it was indicated that the date of the last revision surgery was (B)(6) 2018.